Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the full date of event was not provided. Only the event year as ¿2021¿, as such date of event has defaulted to 1/1/2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a lasso® nav eco variable catheter and a contraction mechanism became stuck in full contraction. It was reported that it was impossible to deploy the lasso® nav eco variable catheter with the knob on the catheter handle. There was no catheter change. Event occurred at end of case with the ablation catheter. There was no patient consequence. Additional information received indicated the loop of the lasso® nav eco variable catheter was stuck/jammed in full contracted position. The know was able to be turned and pushed up and down, but the loop did not respond. There was no difficulty in removing the catheter.

Manufacturer narrative:
The device evaluation was completed on 3-dec-2021. It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a lasso® nav eco variable catheter and a contraction mechanism became stuck in full contraction. It was reported that it was impossible to deploy the lasso® nav eco variable catheter with the knob on the catheter handle. There was no catheter change. Event occurred at end of case with the ablation catheter. There was no patient consequence. Additional information received indicated the loop of the lasso® nav eco variable catheter was stuck/jammed in full contracted position. The knob was able to be turned and pushed up and down, but the loop did not respond. There was no difficulty in removing the catheter. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection, deflection and contraction evaluation of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the lasso® nav eco variable catheter. The deflection and contraction mechanisms were tested and failed. For this condition, the manufacture team performed further investigation and it was confirmed that the device did not contract and deflect as intended; however, the contraction was not stuck. The internal components were analyzed and it was found that insufficient glue on the shaft and stiffener was causing the catheter not to contract and deflect. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was confirmed. A manufacturing record evaluation was performed for the finished device 30491639l a number, and no internal action was found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) performed some additional investigation. Therefore, the evaluation summary has been updated. Bwi conducted a visual inspection, deflection and contraction evaluation of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the lasso® nav eco variable catheter. The deflection and contraction mechanism were tested and failed. For this condition, the manufacture team performed an investigation in order to find the root cause. Furthermore, the internal component assembly was verified, and it was found that the shaft and stiffener detached because of not enough glue applied which may lead to a contraction and deflection failure or partial activation since the internal components were sliding when the respective mechanisms were activated. Failure mode of contraction stuck is discarded per the analysis of the device. The complaint unit passed all controls and inspections during the manufacturing process, per the electronic device history record (DHR), which details that the complaint unit met specifications and functional tests. Additionally, it was verified that the lot 30491639l has not been involved in any other incidents such as customer complaints or internal actions. Therefore, this is determined as an isolated event. A manufacturing record evaluation was performed for the finished device 30491639l number, and no internal action was found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. Explanation of codes: investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the finding of insufficient glue investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the contraction stuck issue that is not confirmed if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).